Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory with the handle components attached, visual analysis showed the deployment knob appears to retract and advance the capsule. The trigger moves to fully advance and retracted positions and locks in place when released. The tip-retrieval mechanism appears intact. On applying minimal pressure and pressing the meeting point between both deployment knob components, the deployment knob components partially separated at the carriage end. From close observation, both tabs appear to have a hairline fracture at the point where the tab protrudes from the deployment knob. The distal edge of the capsule seats flush against the catheter tip when fully advanced. The inner member shaft and spindle hub appears intact with no evidence of damage. There is some voiding observed on the capsule. The device was returned with the end cap/screw gear snap fit connected. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. Positioning difficulties do not typically indicate a failure to meet manufacturing specifications. The subject dcs was returned for analysis with the handle components attached, which aligns with the reported information that the components were manually reassembled. The deployment knob appeared to retract and advance the capsule. On applying minimal pressure and pressing the meeting point between both deployment knob components, the deployment knob components partially separated. Damaged was observed on both of the deployment knob tabs. There is some voids observed on the capsule, which indicate delamination between the capsule outer polymer and the nitinol frame, and typically occur when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was positioned low and was recaptured. Upon the second deployment, the capsule was 2/3 open when the actuator separated. The actuator was manually held together and the valve was deployed. No adverse patient effects were reported.